Event description:
Rptr is the pt. He bought the device, and prior to use he washed it in warm water. As he was washing it, he expected to see the mercury rise, but it did not. He made the water hot, and it still did not rise. He then placed it in his hand with a firm, but not tight grip. Within 15 seconds, the bulb tip broke off and the mercury spilled to the floor. Rptr did not have direct contact with the mercury. While analyzing the glass, the rptr could see where the passage way for the mercury was occluded, preventing it to rise. Rptr is concerned over what could have happened if the device was in someone's mouth at that time. Rptr did not sustain any injury, and has retained the glass portion of the thermometer.